Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. The customer blood glucose level was unknown. Customer also stated that insulin pump had diminished battery life and entry battery was cracked and they used the glued. Customer stated that they had to change the battery week to week and sometimes it will not accept battery. The device will not be return for analysis.